Manufacturer narrative:
The reported complaint was confirmed during initial functional testing of the returned autopulse platform (sn: (B)(4)) and in the archive data. Upon powering on the device, the platform displayed the "system error, out of service, revert to manual CPR" message. To resolve the issue, the faulty processor board was replaced. The autopulse platform is a reusable device and was manufactured in 2016. Review of the retrieved archive data shows no event that the reported issue occurred on the reported event date of 8/22/2017. However, related system error 139 (unable to hold compression position) was recorded to have occurred on 8/9/2017, thus confirming the reported complaint. Additional repair was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The damaged front enclosure and battery locked (observed during visual inspection) were replaced and a clutch plate deburring was performed. The platform passed functional testing with a large resuscitation test fixture (lrtf) for 15 minutes with no fault errors found. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4). The platform passed all final testing criteria.

Event description:
As reported, the autopulse platform (sn: (B)(4)) stopped compression and displayed a message of "cont. Manual compressions" during patient use. The responding crew reverted to manual CPR while troubleshooting the platform. The crew however, was not able to clear the error message. Manual CPR continued until reaching the hospital. No other information was provided.